Event description:
It was reported that the drill broke off on the guide and the broken piece was removed from patient.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.